Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. No indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Several gel fault flags after the treatment was delivered were observed in the download and evaluated. It was determined that this fault flag was not associated with the detection and delivery of the inappropriate shock and did not represent a reportable malfunction. The gel circuitry functioned properly during the treatment and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to the distributor for evaluation. Upon receipt, it was confirmed that the ECG a and b cable and the distribution node to rear te cable were both pulled from the distribution node, damaging the internal wires. There is no indication that this damage occurred prior to the treatment event as the device was able to acquire an ECG signal and deliver a full energy pulse in the field on 01/06/2016. It was reported that the patient had cognitive issues and damaged the belt in the field on 01/08/2016. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. Device manufacture date & device usage monitor: 01/27/2015 - reuse. Electrode belt: 08/13/2015 - reuse. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2016 while in a skilled nursing facility. Motion artifact contributed to the false detection. Per review of the event, the response buttons were not pressed during the entire event. It was reported that the patient had cognitive issues and that he pulled the cables out of the electrode belt on (B)(6) 2016. The treatment event was not reported by the patient or facility staff and was discovered after the equipment was returned due to the reported patient damage. There is no indication that the patient received or sought medical attention for the treatment. The patient continued use of the lifevest.